Event description:
It was reported that the customer noticed a crack around the battery compartment. The customer glued the crack to stabilize the battery cap. When she opened the battery compartment and inserted a new battery she received a failed battery test. She removed the battery three times and when she reinserted the battery she received a failed battery test. Her blood glucose level was 356 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.